Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Nicks were observed on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the secondary observed damage may occur if the instrument is applied over an obstruction. The instructions for use also states: when positioning the instrument on the application site ensure that no obstructions such as previously clips are incorporated into the instrument jaws. Firing over an obstruction may result in improperly formed staples. Improperly formed staples may result in leakage or disruption of the staple line. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy. While transecting the appendix the jaws of the device got locked on the tissue. In order to remove the instrument, they had to staple around the device to remove it. Patient status is alive with no injury.